Manufacturer narrative:
Analysis summary: post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the distal end of the shaft was broken, and there was damage to the cloth on the paddle. Pmv performed functional testing which included deploying the paddle. The paddle deployed and folded with difficulty due to the damage at the distal end of the shaft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lapg operation, the tip of the paddle broke when it was retracted into the shaft. The surgeon stopped using the device and opened another to continue. No injury.